Manufacturer narrative:
During a site visit by the field service engineer (fse) the analyzer was inspected and discovered that leakage occurred from an improperly installed shear valve post cleaning by the user. This leak shorted out the sdm board. The board was replaced by the fse which resolved the issue. A review of the service history for the cell-dyn ruby analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the cell-dyn ruby. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and contains adequate information on troubleshooting, removal and installation of the part. The evidence of fire was limited to the sdm board and the damage did not spread to other parts of the instrument. Based on the investigation, no product deficiency was identified.

Event description:
The field service engineer reported sdm #2 pcb shorted out due to a fluid leak. There was no user safety or injury reported. No impact to patient management was reported.